Event description:
It was reported that the arctic sun device gave an alert 113 (reduced water temperature control). During functional testing it was determined the device had a failed mixing pump, chiller tank empty. Requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump issues. Test mixing was installed to cool unit down. Alert 113 (reduced water temperature control) seen in event log. Serviced the mixing pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation pump and replaced the heater, drain valves, and both manifold o-rings. Replaced coin cell in the control panel due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alert 113 (reduced water temperature control). During functional testing it was determined the device had a failed mixing pump, chiller tank empty. Requested a quote for 2000-hour service. Per follow up information received on 10oct2024, it was reported that sample received. No patient involved at the time of the malfunction.